Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Gum discomfort [gingival discomfort]. Gum pain [gingival pain]. Toothbrush head detached/broke - oral-b [device breakage]. Case narrative: consumer reported via web stating that while their wife was brushing her teeth; the rotating head came off unexpectedly, causing pain and discomfort in the gum. No serious injury was reported.

Event description:
Gum discomfort [gingival discomfort]. Gum pain [gingival pain]. Toothbrush head detached/broke, oral-b [device breakage], product counterfeit, oral-b [product counterfeit]. Case narrative: consumer reported via web stating that while their wife was brushing her teeth; the rotating head came off unexpectedly, causing pain and discomfort in the gum. No serious injury was reported. Follow-up 02-feb-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
02-feb-2026 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.